Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. The device malfunctioned, clips were not forming. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.